Manufacturer narrative:
Upon review of analyzer data the alleged run was identified as run # 1398. This run displayed an atypical pcr growth curve for influenza b and sars-cov-2 channels with rather linear instead of exponential growth, and is confirmed to be a false positive result. The reason for this abnormal pcr growth curve in this run is a disturbance in the optical channel, possibly due to a minor tube leak. A slight change in background values for consecutive runs and minor optical interferences during the run directly after (run #1399) with no impact on the result support this conclusion. It was observed that the analyzer performance returned to normal in the following runs. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4)

Event description:
A customer from the united states alleged false positive result for a single patient sample, while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Initially the patient sample generated a positive result for influenza b on liat analyzer sn (B)(4). Upon retest on a different liat analyzer the result was negative for all targets. The same sample was retested again on a different platform, and generated a negative result for all targets again. Only the negative result was released. No harm was alleged. An investigation was conducted to evaluate the customer issue.